Event description:
It was reported that the patient presented to the clinic. Upon review, inappropriate cardiac pauses and brady episodes were noted due to undersensing on the implantable cardiac monitor. No intervention was performed at this time. There was no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented to the clinic during remote monitoring.